Event description:
Meter name: one touch profile, meter code: unknown, strip code: unknown, strip storage: unknown, symptoms: weak, shakey hands. A patient reported they were not able to test for a week. Their meter allegedly had missing segments. The result on their meter display was incomplete. Customer was not tested at any other location. Meter was not compared. Treatment was orange juice when the customer thought customer was low. Customer replaced batteries thinking that it will solve the incomplete display. No further information has been reported.